Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 44 cm proximal to the lead tip. Only the distal fragment was received for analysis. The returned lead fragment was subjected to an extensive analysis. The analysis showed multiple abrasion marks along the lead fragment. In particular between 14cm and 9cm proximal to the lead tip the insulation was found rubbed through. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Due to the fragmented state of the lead electrical analysis was limited to the dc resistances of the lead fragments. No peculiarities were found. The available data showed oversensing in rv channel which complies with the findings of lead analysis. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 87 months high impedance values ( greater than 3000 ohms) were reported.